Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 19 mmol/l (342 mg/dl) while wearing the pod for an unspecified amount of time. It was also reported that the patient was pregnant. Symptoms reported include tired, thirsty and having nausea. The patient was treated with 1 intravenous bag of drip containing 1 liter of ringer's acetate. The patient was discharged on (B)(6) 2025. The pod was removed at the hospital.